Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose (bg) level was 182 mg/dl at time of report. Reportedly, the transmitter and pump were not being worn within line of site, as the customer's body and other items were obstructing the connection between the two devices when the issues occurred. The customer moved the pump and transmitter within line of site and connection resumed.